Event description:
Have a power port in for infusion to receive medication for ms. Receive an x-ray every few months. Last x-ray in (B)(6). Dr. (B)(6) said the power port was in place and doing fine. On (B)(6) the nurse flushed the port to give medication (steroid) and the report started having chest pain. The nurse stopped flushing and noticed a bubble near the port. Was sent to the ER and taken to surgery. Port had exploded in chest. Surgery took 3.5 hours because they could not find all the pieces. The wire of the port attached to heart causing endocarditis, staph infection and pneumonia. Contacted (B)(4) (director of quality compliance). Mr (B)(4) stopped receiving phone calls after he received everything he wanted. No longer able to work and live in long term care facility.